Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 450cc saline breast prostheses and suffered several unexplained systemic symptoms, including pain in the shoulders, rashes between breasts and above the chest, unspecified immune system issues, shortness of breath, irritation, and unspecified lung issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, it was reported that the patient¿s right breast is hanging off to the side. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, an updated explantation date of (B)(6) 2022 was reported. On (B)(6) 2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed generalized illness. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the breast implant, measuring approximately 1.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number:(B)(4).